Event description:
It was reported that when patient presented in clinic for a routine follow up exam, upon device interrogation ECG anomaly was observed on the device. Device interrogation session was ended and re-interrogated with a radio frequency antenna. Issue was resolved. Patient was stable will continue to be monitored.